Event description:
It was reported that on: (B)(6) 2006: patient presented with the following diagnosis: degenerative disk disease l4-5, l5-s1. Patient underwent the following procedures: anterior lumbar interbody fusion l4-5, l5-s1. Insertion of cages l4-5, l5-s1, use of rhbmp-2 at l4-5, l5-s1. As per-op notes: l4-5 disk space was identified and marked. Midline was marked at l4-5. Anterior annulus was removed with a blade and pituitary. Surgeon then distracted up to 12mm and tried 16mm dual guide. Surgeon then reamed but elected to go up to 18mm dual guide. Surgeon placed two 18x23mm cages at l4-5. Similar procedure was then performed at l5-s1 and two 16x23mm cages were placed at l4-5. Surgeon then irrigated the wound and placed medium rhbmp-2 kits one each into l4-5 and l5-s1. No patient complications were reported.

Event description:
It was reported that the patient underwent a lumbar interbody fusion using rhbmp-2/acs. The patient's post-operative period was marked by severe pain. Following the surgery, the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.